Manufacturer narrative:
This is a duplicate of emdr #1218950-2017-04029.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer called in to philips for self test failure problems. No patient or user involvement.